Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the system fault 137 was a single occurrence and could not be reproduced during in-house testing. Based on previous investigations of similar complaints, it was determined that the system fault was due to an isolated software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed alarmed with an error message (sf137). There was no patient injury reported as a result of this incident.